Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00060 and reference MFR report: 3008829311-2017-00062. Follow-up information indicated the patient did undergo further surgical intervention on (B)(6) 2017 and an ipg was implanted.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00060, 3008829311-2017-00062. It was reported the patient underwent a produce to have an axium neurostimulator system implanted. During the procedure, the physician implanted 2 leads (from the same lot), but was unable to implant an ipg. Two different ipgs were attempted to be implanted, however the physician was unable to insert the lead into the ipg header and was unable to unscrew the set screw. The physician was able to insert a lead into another ipg but was then unable to tighten the set screw. The patient is to undergo further surgical intervention to implant an ipg at a later date.